Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
Pain (and excess bleeding) in vaginal area [vulvovaginal pain]. (Pain and) excess bleeding in vaginal area [heavy menstrual bleeding]. String just completely came out [device breakage]. Case narrative: consumer reported via phone that tampon string came out. No serious injury reported.